Event description:
The customer tested her blood glucose and received a reading of 343 mg/dl using her contour ts meter. She retested using another meter and received a reading in the 100's (mg/dl). If the other meter read 170 mg/dl or less, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter kit were sent to the customer.